Event description:
As reported on (B)(6) 2022, upon opening the bard/davol modified onflex mesh package, a foreign material like hair was found. It was reported that another mesh was used to complete the procedure and there was no reported patient injury.

Manufacturer narrative:
As reported, upon opening the package of modified onflex mesh, a foreign material like hair was found. The subject device has been returned for evaluation. However, the sample evaluation is currently ongoing. When the sample evaluation has been completed a supplemental emdr will be submitted. Review of manufacturing records shows the product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in april 2022. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the sample finds upon opening the tyvek envelope a foreign material (hair) is present within the envelope as reported. Investigation finds the condition may have originated at manufacturing area during sealing/ inner packaging manufacturing process (since hair like foreign matter was found inside the tyvek envelope). Based on the sample evaluation and investigation performed, the root cause of the reported event was determined to be manufacturing related. Awareness notification was provided to appropriate manufacturing personnel. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Manufacturer narrative:
As reported, upon opening the package of modified onflex mesh, a foreign material like hair was found. The subject device has been returned for evaluation. However, the sample evaluation is currently ongoing. When the sample evaluation has been completed a supplemental emdr will be submitted. Review of manufacturing records shows the product was manufactured to specification.

Event description:
As reported on (B)(6) 2022, upon opening the bard/davol modified onflex mesh package, a foreign material like hair was found. It was reported that another mesh was used to complete the procedure and there was no reported patient injury.